Event description:
On (B)(6) 2007, the patient began peritoneal dialysis (pd) treatment. In 2010, a break in aseptic technique occurred. On (B)(6) 2010, the patient was diagnosed and hospitalized for bacterial peritonitis. A peritoneal effluent culture was performed, which revealed (B)(6). The treatment was not reported. It was not reported whether pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in (B)(6) 2010, the bacterial peritonitis resolved. Concomitant medications were not reported. The reporting nurse stated that the peritonitis was unrelated to the pd therapy. The reporting nurse did not provide a causality statement for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.